Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting, the issue was confirmed and the customer resumed insulin delivery. Customer's blood glucose was 150 mg/dl.